Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after connecting this right ventricular (rv) lead exhibited a high, out of range pacing impedance measurement (>2000 ohms) was observed. After several minutes, the pacing impedance lowered to an in-range value (1800 ohms). However, the following day, loss of capture and high, out of range impedance (>3000 ohms) were observed from this rv lead. The physician elected to surgically explant and replace the lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead is expected for analysis, but has not yet been received.